Event description:
Broken device during surgery.

Manufacturer narrative:
[(B)(4)].

Event description:
Broken device. During the controls pre-surgery, they was became aware that the device was worm out and not suitable. No effect to patient or combination with other parts.